Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, app was not logging and locked out and med app was not launching. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the cfn application was not logging in and appeared locked out, while the med application failed to launch. A technical support specialist (tss) remotely accessed the station and confirmed that there was no cfn application lockout displayed on the screen. Additionally, the med application was active and functioning correctly at the time of review. No technical issues were identified from the tss¿s end. An email was sent to the user for confirmation, and a response was received stating that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, app was not logging and locked out and med app was not launching. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.